Event description:
It was reported that during the surgical procedure, the is2000 precise bipolar forceps instrument became stuck in the cannula accessory and could not be pulled out. The instrument fractured and pieces fell inside of the patient. All broken pieces were retrieved and the instrument and cannula accessory were removed from the patient. It was also reported that due to vision issues related to the patient's anatomy, the procedure was converted to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The instrument was returned with the cannula accessory attached. Per the customer reported complaint, engineering evaluation observed that the instrument was broken at the interface between the proximal clevis and main tube. Both the proximal clevis and the main tube were missing pieces. It was determined that the failure mode experienced by the customer was a result of damage to the proximal clevis and/or main tube. As indicated in the complaint notes, all broken pieces were successfully retrieved.